Manufacturer narrative:
The event unit was not returned for evaluation and therefore, could not be tested. A representative, unused, unit from the same lot was returned and showed no visible non-conformances. In the absence of the subject device, it can be difficult to determine the root cause. It is possible that the bag came into contact with a sharp object or structure during the procedure, the port site was not enlarged to aid specimen removal, or the bag was compromised by a manufacturing error. The returned, unused, unit was deployed and met specifications. Although the exact root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event unit was disposed by the user facility but sterile unit in the same lot has been received and assigned to engineering for evaluation. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lobectomy- "at the end of the intervention, the surgeon put the prostate in the bag and this one broke." Additional information received via email and phone from the facility: the surgery was a lobectomy performed by doctor (B)(6). The lung lobe was inserted inside the bag. The bag broke. It is unknown if it has fragmented or not. As the device was contaminated it has been destroyed. The lung lobe fell of the bag. The surgeon used successfully another bag to insert the lung lobe. It is not known what other instruments were used during the surgery. The returned unit is a representative sample of the same lot. Additional information received via email from applied medical team member, october 19, 2016: "the procedure performed was a lobectomy, the customer made a mistake when they first declared the incident. They first told me that it was a prostatectomy but in fact it was a lobectomy, so yes the cer needs to be adjust concerning this point. Concerning additional instruments, there wasn't any at the time of the specimen retrieval." Patient status- "no patient injury".